Manufacturer narrative:
Continuation of d10: 5076-52 lead - implanted (B)(6) 2020 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was suspected to be fractured at the low voltage portion.  The rv lead also exhibited out of range (oor) high pacing impedance and high thresholds. The patient  was stated to have been a manual laborer whom often lifts relatively heavy object above the shoulder level . The distal portion of the rv lead had broke off from the main lead body during extraction and the distal portion was abandaon within the subclavian vein after it was not able to be retrieved. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.